Event description:
A (B) (6) year old male patient with preexisting heart and pulmonary problems, underwent aaa repair on (B) (6) 2009. The procedure was necessary due to a migrated endovascular graft of another manufacturer's. The pt received a zenith renu cuff and a zenith main body extension. There was not enough overlap of the renu cuff and the preexisting graft so the main body extension was placed to secure overlap. Procedure and pt did well. Approximately six hours after the procedure, the pt complained of shortness of breath. He vomited pink sputum and went in to bilateral ventricular failure. Went in to congestive heart failure, pulmonary edema and died.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. The IFU provides instruction for patient selection, treatment and follow-up. The IFU also describes potential adverse events that may occur. A review of the complaint event found the complaint device was implanted to resolve a migrated graft of another manufacturers. A main body extension was implanted due to insufficient overlap between the preexisting graft and the renu cuff. The provided info does not indicate that the end user experienced difficulty related to the design or processing of the complaint device. However, the pt expired approximately six hours after the procedure. The patients preexisting conditions included "heart and pulmonary problems". Without additional info or images, it is difficult to determine the patient's suitability for evar. The failure mode assigned to the complaint is "patient cannot tolerate endovascular procedure." The pt suffered congestive heart failure and pulmonary edema before expiring. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.